Event description:
The customer reported being hospitalized due to low blood glucose. The caller stated that she has experienced low glucose for couple months. Troubleshooting was performed. The customer stated that the infusion set and the insulin pump show signs of damage. The caller changes the infusion set every three to four days. Reviewed the programming on the insulin pump and it was correct. The reservoir was showing the same amount of insulin that the status screen shows. Advised the customer that the insulin pump will be replaced due to the cracks around the display window and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a crack around the reservoir tube window and missing end cap sticker.